Manufacturer narrative:
Age or date of birth, weight, & ethnicity: unknown/not provided, information was asked but it was not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a crack line at the trailing haptic optic junction after the implantation of iol into the patient's eye. The iol was removed in the same procedure and there was another iol as replacement. There was delay in treatment for 10 min and no further interventions were reported. No further information was available.